Manufacturer narrative:
The provider evaluated the chair and their were no faults. The provider also stated that the facility the consumer lives in believes the consumer fell asleep in the chair and accidentally hit the joystick. It was also reported the consumer has since passed away unrelated to this issue.

Event description:
Provider alleges the consumer had an accident with her chair and allegedly hit her leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer had an accident with her chair and allegedly hit her leg.